Event description:
The device was returned to the service center with a report from the customer of "for update/recertification." This is not a reportable malfunction. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.

Manufacturer narrative:
During testing corrosion was noted in the battery compartment of the device. This was due to leakage from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.